Manufacturer narrative:
There has been no prod returned for eval. Therefore, no conclusion can be drawn.

Event description:
Pt's attorney alleges pt underwent surgical removal of patch in 2007 after suffering "serious and permanent" injury as a result of "defective" ck patch.